Event description:
It was reported that the arctic sun device took 30 minutes to decrease water temperature from 33 to 31 degree c. The device was switched to the second one and under investigation at imi on may 24. Per follow up via ibc on 27may2021, therapy was completed with the substitute device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was unable to be determined as the reported issue was not able to be duplicated. The device was evaluated and the reported issue was unable to be duplicated as no issues were noted. As a precautionary measure, the mixing pump and circulation pump were replaced. A functional test was performed and the device passed all applicable testing. The DHR review not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device took 30 minutes to decrease water temperature from 33 to 31 degree c. The device was switched to the second one and under investigation at imi on (B)(6). Per follow up via ibc on (B)(6) 2021, therapy was completed with the substitute device.